Event description:
Customer stated on a capsule that failed to attach. The doctor pressed down on the plunger and the capsule could not release. No injury caused to the pt. Dr used another capsule and it attached successfully.

Manufacturer narrative:
No pt injury has occurred following this incident.